Event description:
The patient contacted animas as an inpatient in the hospital on (B)(6) 2012 alleging that her insulin pump was not delivering bolus doses when she programmed it to deliver one. The patient reported that she had been admitted to the hospital on (B)(6) 2012 with blood glucose (bg) of 633 mg/dl and was subsequently diagnosed with diabetic ketoacidosis (dka). The patient claimed that on (B)(6) 2012, she is certain that she gave a 3 unit bolus dose at 9:30 pm to cover for a snack she was eating. The patient stated that she felt the pump vibrate in confirmation of the bolus delivery; however, she stated that she did not look at the pump to see if the bolus was counting down. Animas customer technical support (cts) reviewed the bolus history with the patient and there was no record of her giving a bolus at 9:30 pm as she stated. The patient stated that she swore she believed this had been happening since (B)(6) 2012 and the pump was not bolusing when she would dial a bolus in and hits 'go'. Cts reviewed the total daily dose history with the patient and the patient felt like she had given more boluses than what the bolus history is showing. The patient stated that she believed that her high bgs are the result of the pump not giving boluses when she programs them. The patient denied trauma or intermittent responsiveness of the keypad. During the patient's hospitalization, she was treated with an insulin drip and intravenous (IV) fluids in an attempt to lower her bg. The patient reported that her bg has come down since her hospital admission and was 200 mg/dl at the time of the call to animas cts. The patient denied any change in diet, activity, health condition or any other contributing factors. The patient stated that she was planning on being discharged the day of the call to animas. At the time of the call, the patient stated that she was not on insulin pump therapy (ipt) and was on her back-up plan until she received a new pump to continue ipt. Animas cts determined there was no inaccurate delivery associated with this complaint. This complaint is being reported because the patient reported experiencing a serious bg excursion while on ipt.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. The pump passed 29 hour flow accuracy test and was found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Daily insulin delivery totals correctly reflected the user's programmed basal rates. After setting date and time on pump battery was removed. Pump was left without power for 1 hour; when pump was powered on it had returned to default time and date. Pump was opened and the internal battery (bt1) was found to be leaking. Black box reveals pump returning to default time and date following a power on reset: this issue is not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.